Event description:
It was reported to philips that a faulty amc (automated motion controller) drive in the c-arm was impacting the stand movement. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.